Event description:
It was reported that the cartridge was not fitting onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer performed a supply change and resumed insulin therapy.